Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed the reported issue. The device was unable to deliver defibrillation energy and unexpectedly lost power when the shock button was pressed. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had failed to deliver defibrillation energy and unexpectedly shutdown, during testing for annual service. There was no patient use associated with the reported event.